Event description:
It was reported that the patient presented to the office with complaints of low flow alarms with some dizziness and syncope. The patient was seen in the office and their afterload was adjusted and an echocardiogram was completed. The echo was unchanged when compared to the routine echo performed in (B)(6) 2024. Per the echo, the visually estimated left ventricular ejection fraction was 10-15%. The left ventricular assist device (lvad) inflow cannular was visualized in the left ventricular apex. Flow through the inflow cannula was laminar and the lvad speed was 5600rpms. The right ventricle was moderately dilated and moderate to severely decreased function. The tricuspid annular plane systolic excursion (tapse) was 0.8cm (abnormal < 1.6cm). Moderate aortic regurgitation, mild mitral regurgitation, and moderate tricuspid regurgitation was noted. Compared to the study of (B)(6) 2023, the right ventricular function appeared to be worse. Before the lvad implant, the patient had minimal right ventricular dysfunction, mild mitral and tricuspid regurgitation. Device related issues did not cause or contribute to these condition. The patient exhibited shortness of breath, left extremity edema. The patient was treated with medication optimization and they were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file did not confirm the reported low flow alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, the account reported that the low flow alarms were due to hypotension secondary to medications and hypovolemia. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from 04dec2024 and captured no notable events or alarms. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.